Event description:
It was reported that plastic around the bottom of a monopolar curved scissors instrument was broken. The damage was not identified during a procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the tube extension broken and missing a .390" long x .180" wide piece at the proximal clevis interface. Clevis was dislodged from tube extension. The tube extension may have broken due to excessive side loading or mishandling. Failure likely occurred outside patient, with tip cover removed. Engineering also observed the distal end of main tube has a 4" long section with material removed all around the tube. Damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Electrical continuity passed. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.